Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2000482) on 04-feb-2020. The most recent information was received on 12-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('increasingly frequent and severe pain; mainly pelvic pain, which goes down into each leg') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), back pain ("severe pain in the lower back"), arthralgia ("pain in most joints"), headache ("headache"), alopecia ("hair loss"), fatigue ("extreme fatigue") and insomnia ("insomnia"). Essure treatment was not changed. At the time of the report, the pelvic pain, back pain, arthralgia, headache, alopecia, fatigue and insomnia outcome was unknown. The reporter provided no causality assessment for alopecia, arthralgia, back pain, fatigue, headache, insomnia and pelvic pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data has been conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 04-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('increasingly frequent and severe pain; mainly pelvic pain, which goes down into each leg') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), back pain ("severe pain in the lower back"), arthralgia ("pain in most joints"), headache ("headache"), alopecia ("hair loss"), fatigue ("extreme fatigue") and insomnia ("insomnia"). Essure treatment was not changed. At the time of the report, the pelvic pain, back pain, arthralgia, headache, alopecia, fatigue and insomnia outcome was unknown. The reporter provided no causality assessment for alopecia, arthralgia, back pain, fatigue, headache, insomnia and pelvic pain with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.